Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A missing high/low alarm issue was reported with the adc freestyle libre 2 sensor. A caller reported the sensor failed to alarm when blood glucose was low and as a result, the customer experienced a loss of consciousness. The customer¿s son administered glucagon as treatment and no further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh004tlrf4 has been returned and investigated. The returned sensor plug was properly seated and no physical damage is observed on the sensor patch. Data was extracted using approved software and the sensor was in sensor state 5 (indicating normal termination). Observed damaged sensor ear upon visual inspection of sensor plug. Correct plug seating was not prevented by the damaged sensor ear. Therefore would not have caused the customers complaint. Activated the returned sensor with a known good reader and a linearity test was performed. High/low glucose alarms were successfully activated. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A missing high/low alarm issue was reported with the adc freestyle libre 2 sensor. A caller reported the sensor failed to alarm when blood glucose was low and as a result, the customer experienced a loss of consciousness. The customer¿s son administered glucagon as treatment and no further information was reported. There was no report of death or permanent injury associated with this event.